Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock after a shower, while towling off. Technical services (ts) reviewed noting this was due to very low amplitude r waves and what appeared to be muscle movement or myopotential. Ts recommended considering clinic evaluation for vector optimization or extending smartcharge. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock after a shower, while towling off. Technical services (ts) reviewed noting this was due to very low amplitude r waves and what appeared to be muscle movement or myopotential. Ts recommended considering clinic evaluation for vector optimization or extending smartcharge. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that an x ray was obtained which revealed no anomalies. Noise was reproducible in secondary vector however not in primary so this s-ICD was programmed to primary and smart charge was increased.